Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) motor lack of movement malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, s321 malfunction codes were noted in the device history. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.